Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. No abnormalities were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as no device abnormalities were noted. However, multiple factors may have contributed to the knife wire breaking off: the connection between the plug and a cord, or a cord and the electrosurgical unit was insufficient. The contact area between tissue (incision target) and the tip of the cutting wire was large. As a result, the high-frequency current density decreased. The foreign substances had adhered to the cutting wire during incision. The target area was immersed in body fluid. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the single use sphincterotome v (distal wireguided) wire knife broke when the high-frequency device was energized. The reported issue occurred during a therapeutic duodenal papillotomy (est). The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event

Manufacturer narrative:
At this time olympus has not received this device back for testing and evaluation. Should the device be returned, an evaluation will be completed, and a follow up report will be submitted.